Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic gastric bypass procedure. The device was being used during the anastomosis of the bowel and the stomach. The device was difficult to toggle, difficult to load, and difficult to unload. There was tissue damage as a result of the problem. Because the device continued to fail, the surgeon had to use a stapler reload to correct the damage. The tissue damage was not considered permanent. In order to resolve the issue and complete the case, opened a new device, but it failed as well. Opened a third handle and it worked. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.